Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostoma exchange procedure performed on (B) (6) 2009 ((B) (6), weight are unknown). According to the complainant, during the procedure, while removing the initially placed feeding tube the internal bumper fell into the patient. The physician removed the bumper endoscopically using straight grasping forceps. The new securi-t percutaneous replacement gastrostomy tube was used to complete the procedure. It was reported there were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that most of the internal bolster had detached from the feeding tube and was not returned for evaluation. One piece of the bolster was still partially attached to the feeding tube. A mold line was found on the tube 4 millimeters from the distal end indicating that the bolster had been properly attached to the tube. The returned unit was consistent with the complaint incident that the internal bolster fell into the patient during removal of the device. During the evaluation the internal bolster was found to be detached from the peg tube. It most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context. (B) (4).

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrotomy tube was used during a gastrostoma exchange procedure performed in 2009. According to the complainant, during the procedure, while removing the initially placed feeding tube, the internal bumper fell into the pt. The physician removed the bumper endoscopically using straight grasping forceps. The new securi-t percutaneous replacement gastrostomy tube was used to complete the procedure. It was reported there were no pt complications as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.